Manufacturer narrative:
(B)(4).

Event description:
Both saw blades broke during the procedure.

Manufacturer narrative:
The customer returned 2 str2295-3-225. The devices were examined under magnification. Contaminants were present on the blade consistent with patient contact. The break was located on the proximal end where the blade is fastened into the blade holder in the field. This device was examined in conjunction with another str2295-3-225 which displays identical damage. There is no indication of metal fatigue, rusting, or pitting. The customer's complaint is confirmed, however, the root cause for the damage is uncertain. Based on the presence of contaminants and the consistency of damage between the two devices, the blade may have been damaged during its attempted use or potential mishandling in the field.

Event description:
Saw blades broke during procedure.